Event description:
It was reported that noise had been observed on the rv lead since (B) (6) 2009. The patient received inappropriate shock. An x-ray showed the rv lead insertion slightly shallow. During the explant procedure, the physician experienced a strange touch while loosening the rv setscrew. Lead damage was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.